Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a return of symptoms 2-3 months after they had a knee replacement surgery on (B)(6) 2016. The patient stated that the implant was turned off before the surgery but turned on after. The patient reported that their body got used to the stimuli and then they would adjust accordingly. It was stated that at that point they may only feel it in certain positions. The patient noted that they would lower stimulation if they raised it too high. The patient wanted to raise the amplitude, but had lost their patient programmer. The patient noted that they had overactive bladder, retention, and could not take medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.